Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitants: (B)(6), 200-02-35 - three peg patella 35mm, (B)(6), 02-012-35-2013 - logic tibia ps mod insrt sz 2 13mm.

Event description:
Legal case - USA (usdc ¿ ed pa ¿ to be transferred to the mdl) patient ID: (B)(6) related to: (B)(4). As reported via legal documentation the patient had a left knee revision on (B)(6) 2018. Approximately 4 years and 4 months after the first revision the patient had a second left knee revision on (B)(6) 2023 due to accelerated and preventable wear. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Ebi initial surgery attached. Historical records & smartsolve searched for sn/patient name with no results. As directed by qa management: this legal complaint for polyethylene issues occurred in the us. The event did not occur in, nor is it reportable for australia, brazil, canada, eea/EU, japan, taiwan, or great britain, excluding northern ireland. Therefore, only the us reportability determination will be assessed.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5 if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation the patient had a left knee revision. Approximately 4 years and 4 months after the first revision the patient had a second left knee revision due to accelerated and preventable wear. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.